Event description:
Tech found corrosion on power supply pcb motor power off light on.

Manufacturer narrative:
No injury was reported. Repair description: replaced power supply resolution. Conducted a function test electronic inspection readings. Ground wire resistance leakage current unit functioned as designed. Returned unit to service.